Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged deterioration was related to promogran prisma¿ matrix. It is unknown if and what medical or surgical intervention was performed. Device labeling available in print and online states: indications: promogran prisma¿ matrix is indicated for the management of all wounds healing by secondary intent which are clear of necrotic tissue including: diabetic ulcers, venous ulcers, pressure ulcers, ulcers caused by mixed vascular aetiologies, traumatic and surgical wounds. Contraindications: promogran prisma¿ matrix is contraindicated in patients with known hypersensitivity to the components of this product, i.e. Orc, collagen and silver. Discontinue use if signs of sensitivity appear. Promogran prisma¿ matrix is not indicated for patients with extensive burns. Application: for optimal effect, apply promogran prisma¿ matrix directly to the whole wound bed promogran prisma¿ matrix must be covered with either gauze, a non-adhering or hydropolymer dressing in order to maintain a moist wound healing environment. After initial treatment, re-treat the wound with promogran prisma¿ matrix up to every 72 hours depending upon the amount of exudate. It is not necessary to remove any residual promogran prisma¿ matrix.

Event description:
On 05-jul-2019, the following information was reported to kci/systagenix by the nurse: the patient had surgery on his head and scalp for removal of skin cancer. The patient was reportedly using flaminal® forte, non-kci/systagenix product, since before (B)(6) 2019 the nurse observed the patient on (B)(6) 2019. The patient had eight wounds on the scalp and on the side of the patient's face near the right ear. The nurse changed the treatment regimen and treated six wounds with promogran prisma¿ matrix dressing. Five wounds were treated with a combination of promogran prisma¿ matrix and inadine¿ pvp-I non-adherent dressing and one wound was treated with promogran prisma¿ matrix dressing by itself. A fellow nurse alleged the nurse made the wound worse. No additional information was provided. The product was discarded and device identifiers were not provided, therefore, a device evaluation and device history review could not be performed. The alleged deterioration associated with inadine¿ pvp-I non-adherent dressing is reported under MDR 3007663067-2019-00007.